Event description:
Covidien received information of an 840 ventilator with an erratic graphical user interface (gui) display. The malfunction did not occur during patient use.

Manufacturer narrative:
The covidien technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to replace the liquid crystal display panel. The customer acknowledged and notified covidien that replacing the graphic user interface (gui) resolved the issue. (B)(4).